Manufacturer narrative:
The device has been returned to the MFR and is presently waiting for the investigation and analysis.

Event description:
The user facility informed the MFR's rep of the following: with probe inserted "would not heat up". Pt's treatment delayed.